Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for unknown locking bolt with unknown lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Sales consultant reported a hardware removal, due to non union of the humerus. The ex humeral nail was successfully removed; along with end cap, spiral blade, and locking bolt. There were no locking bolt or screws in distal portion of nail. Reason for removal was mid shaft non union of transfer fracture. Surgeon plated the non union site with 3.5 lcp plate and screws. Patient experienced pain at fracture site. This report is for an unknown locking bolt. This is report four of four for complaint (B)(4).